Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible and tactile feedback when firing the device? Was a complete washer transection confirmed? Were the donuts inspected? If so, please describe. Were there any issued noted with the device in the primary procedure? Was a leak test performed in the primary procedure? If so, what was the result? Were any staple formation issues identified at any point during patient care? How was the leak identified? How was the leak addressed? What is the current patient status? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that following a colon resection, the patient presents post-surgical leakage symptoms, which are related to the use of the circular stapler. The doctor uses jnj with little frequency. It is resolved by reintervention with ileostomy. Pending programming for closing.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? R/ cancer. Where in the green gap setting scale was the indicator located prior to firing? R/he said: yes. Did the healthcare professional wait 15 seconds and then retighten prior to firing? R/ he said: yes. Was the device difficult to close? R/he said: no. Was the device difficult to fire? R/ he said: no. Did the healthcare professional receive audible and tactile feedback when firing the device? R/he said: yes. Was a complete washer transection confirmed? R/he said: yes. Were the donuts inspected? If so, please describe. R/ he said: yes. The donuts were complete. Were there any issued noted with the device in the primary procedure? R/ he said: no one. Was a leak test performed in the primary procedure? If so, what was the result? R/ he said no, because he don¿t make a test performed on he¿s procedures. Were any staple formation issues identified at any point during patient care? R/ he said no. How was the leak identified? R/ because of the symptoms on the patient. The symptoms appear 5 days after the procedure. How was the leak addressed? R/the doctor made re intervention to repair de leak. What is the current patient status. R/ the patient went home. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? R/ of course yes. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the surgeon is interested in speaking with ethicon medical and engineering personnel. Please provide 2-3 different dates/times when the surgeon and sales representative(s) would be available for a 15-30 minute conversation. Please include time zone.